Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: the root cause of the issue was due to o2 sensor depleted (end of life). The o2 cell was replaced to resolve the failure.

Event description:
It was reported to vyaire medical that the bellavista ventilator has alarm fio2 alarm. At this time, there was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4); 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.